Event description:
Report received of an underdelivery of tpn. The pump was programmed to deliver 2700ml over 12 hours with a one hour taper up and a one hour taper down. The tpn was initiated by a homecare nurse each evening and discontinued by the pt's spouse the following morning. The tpn was kept in a backpack. The pt's spouse called and reported that the pump did not deliver all of the tpn in the 12 hours. Approximately 1000ml were delivered. The pump did not alarm. The customer replaced the pump. The pt's IV access remained patent and the pt did not experience any adverse effects. Though requested, there was no further info available.